Event description:
It was reported that the pt underwent a diagnostic catheterization procedure on approximately 8/4/00, an angio-seal device was deployed at that time. Three weeks post procedure, the pt presented with leg pain. No infection or hematoma was noted. The physician felt that a piece of the tamper tube may have possibly been left in the pt's leg. The pt was taken to the emergency room on 8/21/00 where a one inch piece of the tamper tube was removed. The pt is doing fine.